Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Analysis was unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker.

Event description:
Customer reported via phone call that half of the opening of the compartment has broken off. Blood glucose was unknown. Customer reported that the rubber gasket has come out. The insulin pump was returned for analysis